Event description:
It was reported that the clear cover over the liquid crystal display (lcd) of the external pulse generator (epg) was cracked. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was cracked. It was also noted that the upper and lower cases were broken, both bail covers were missing, the ring cover was missing, the battery contacts were compressed, both bails were missing, the ring was missing, the battery drawer was broken and the keyboard was scratched. (B)(4).